Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance performed and confirmed system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-four successfully performed treatments. The patient was operated twice on the same eye that day. The reported treatments could be identified in the logfile. For the second treatment the logfiles shows the treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an uncut area in the left eye of a patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).